Event description:
I thought I had a sinus infection and was overly fatigue. Was given antibiotics, and the fatigue continued with pain in my right arm. Started to have fever along with the other symptoms. I tested (B)(6) for (B)(6) and I was told it could take 2 months or longer for me to feel better. I was exercising regularly and thought I was losing weight but looked as if I was losing more weight in my right breast. I thought saline implants would deflate all at once, so I didn't think it was slowly deflating. I also have a swollen lymph node under my right arm. Anyhow, about 10 days ago I had volleyball practice and was hitting at my girls and my implant totally deflated. I will be having both implants removed this monday. I am hoping all of my symptoms subside after the removal.